Manufacturer narrative:
(B)(4). Additional information requested and received: what diagnostic test was performed to determine cause of abdominal pain? Exploratory laparoscopy. Bmi/gender of patient? Female, bmi not known. What color cartridges were used throughout procedure and where? Green for first 2 firings then blue for the remaining firings. How large was the hematoma and was a blood transfusion required? The hematoma was ~2cm and no blood transfusion was required. Does the surgeon believe the hematoma was the cause of the pain? Yes. What is the current patient status? Patient is doing fine.

Manufacturer narrative:
(B)(4) date sent: 11/14/2016. Additional information received: the surgeon did not notice any bleeding along the staple line at the conclusion of the sleeve gastrectomy procedure. The surgeon does not know what caused the bleeding and if it was associated with the reload and/or the seamguard buttressing material. The surgeon routinely enters the stomach at the end of his sleeve procedures with a flexible endoscope to inspect the inside of the stomach and staple line. He did not notice anything unusual or identify any bleeding upon inspection with the flexible endoscope. Additional information requested but unavailable: what diagnostic test was performed to determine cause of abdominal pain? Bmi/gender of patient? What color cartridges were used throughout procedure and where? How large was the hematoma and was a blood transfusion required? Does the surgeon believe the hematoma was the cause of the pain? What is the current patient status?

Event description:
It was reported that the day after a sleeve gastrectomy procedure, (no product failures or issues were identified during the sleeve procedure itself). Therefore, I will reference the sleeve procedure itself, and the followup procedure the day after the sleeve gastrectomy. This followup procedure is when the issue was identified. Dr. Graf informed me that he had a patient present with abdominal pain the day following her sleeve gastrectomy surgery. In an effort to identify the cause of this pain, he entered the patient's abdomen with a laparoscope and noticed a hematoma near the pylorus and right at the proximal point of the first cartridge staple line from the sleeve procedure. During the prior day's sleeve procedure, a gst60g reload was used with a plee60a endocutter during this particular firing. Seamguard was also used on this firing and all subsequent cartridge firings during the procedure. The patient was given medication and was released later that day with no further issues. The hematoma described above was the adverse patient outcome. As noted, it was treated with medication and the patient was released from the hospital with no further issues.